Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise. The noise could not be reproduced with isometrics. The device remained implanted.

Event description:
New information notes the patient presented to clinic on (B)(6) 2014 with stored episodes of noise on the atrial and ventricular channel. The patient would be monitored with routine follow-ups.